Manufacturer narrative:
The device was retunred to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a defective capacitor on the smart pneumatic module board. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure -1474" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.